Event description:
Information indicated the side rail would not latch in up position.

Manufacturer narrative:
The hill-rom technician found body fluids dried up in siderail latch mechanism preventing the siderail from latching.